Event description:
It was reported the patient is deceased. Two days prior to death the patient was brought to the emergency room (ER) by ambulance with a 'diminished' level of consciousness (loc) and a heart rate in the twenties. Interrogation of the device showed the right ventricular (rv) lead had an impedance of greater than nine thousand, nine hundred and ninety-nine ohms; there was no rv capture or sensing. The patient refused further treatment.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2012. Of note, the serious injury is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2012. Information was subsequently received on (B)(6) 2013 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Attempts to obtain additional information were unsuccessful. A cause of death was requested and will not be received. Concomitant product: 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.